Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not run on the global functional test station. The receiver was opened for further evaluation. An interior inspection found a damaged main board. Due to the condition of the device the customer complaint was unable to be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed error. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.